Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retained devces of lot number t14376rn. Retains of the complaint lot performed properly when tested with "normal" (apparenty healthy) donors, no issues with tni recovery were observed. Manufacturing batch records for lot t14376rn were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Event occurred in the USA. Customer tested the patient on (B)(6) 2023 due to the patient having chest discomfort and with nausea/vomiting. The patient was mildly ill-appearing and in mild distress. The triage cardiac have an elevated tni result and the cedar's lab abbott architect result was negative. The customer has not confirmed the patient's diagnosis.